Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log did not identify any occurrences of the f-94 alarm. However, evidence of the f-49 alarm was found. The customer-reported f-94 alarm was confirmed as the f-49 alarm. The cause of failure 49 was determined to be the configuration settings needing to be reset. To correct the condition, the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.